Manufacturer narrative:
D4: lot number: requested, not provided. D4: expiration date unknown due to unknown lot number. D4: UDI - unknown due to unknown lot number. H4: device manufacture date unknown due to unknown lot number. This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for fluid issue. Without a sample, no definitive conclusion can be drawn as to the cause of the alleged failure that the user experienced. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the doctor complained about a leaky valve on the glidesheath slender sheath. The estimated blood loss was less than 250cc's. The patient was in stable condition. It was a positive patient outcome. There was no patient injury, medical/surgical intervention required. Additional information was received on 29 october 2020: the procedure was a cardiac catheterization.